Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 80400339 was reviewed and the product was produced according to product specifications. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400ml. Flow rate: unknown. Procedure: a robotic gyn surgery. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. Medication: ropivacaine. It was reported that during a follow up appointment the patient reported to the physician that the pump had emptied in one day. There was no obvious defects to the pump, and no injury to the patient. No medical intervention was required. The practice reported that they have used the pumps for 10 years, so they are familiar with its use and factors which affect flow rate. The patients are educated on the pump at the pre-op appointment and on the day of surgery. They are unable to provide any additional information.